Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012, to excise an overgrowth of skin tissue around the abutment. The implanted device remains.